Event description:
Philips received a complaint from a service engineer (se), reporting that the v60 ventilator had a "vent-inop: data acquisition (da) printed circuit board assembly (pcba) analog to digital converter (adc) reference failed" error message (100a) recorded in the event log. There was no patient involvement when the issue occurred. No patient or user harm reported. While servicing the device, the se reported that the v60 ventilator had a "vent-inop: da pcba adc reference failed" error message (100a) recorded in the event log. The se reported that the customer had replaced the da to motor controller (mc) cable and also had the da board replaced. The se performed a full periodic maintenance (pm) on the device, and no further issues persisted. A follow up was performed with the se, and the se reported the service manual reviewed, and the customer's repairs were in line with the recommended repairs. The se determined that the da to mc cable, and da board replacements resolved the issue.